Event description:
It was reported via phone call, that the customer received a button error alarm, as well as a battery out limit alarm. Customer's blood glucose level at the time 279 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump has minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners and stained end cap sticker.